Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a chemosafelock bag spike where it was reported there was leakage. The event occurred after use. There was no reported impact of event on patient and medical institution worker, unknown patient involvement and no patient harm.

Event description:
Additional information was received stating that the suspected lot number is 13973001 or 13979995. And that the event occurred during infusion. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. The mating device was chemosafelock infusion set. Type of procedure was a saline flush and involved medication was saline. There was patient involvement but harm was not reported as a consequence of this event. The device was returned to terumo for evaluation and their report states "one (1) actual sample was received with the protector attached on the spike. When we applied pressure on the bottle after connected to our in-house saline bottle, leakage occurred between the body and the spike. Upon closely checking the connection between the body and the spike, it was confirmed the fitting connection was made inadequately and the root of male taper was exposed.".

Manufacturer narrative:
A series of photos were shared by the customer, where an incomplete insertion between the spike and the chemolock bond is observed, no additional damage or anomalies are observed. One used device was returned for evaluation. As received an incomplete insertion of the chemolock inside the luer was observed, no additional damage or anomalies were observed. The sample was tested and a leak between the spike and chemolock connection was confirmed. Complaint of leaks can be confirmed, the probable cause was an error during assembly during manufacturing. A lot history review was unable to be performed due to unknow lot number. Plots 13973001 - manufacturing date - 04/01/2024 - expiry date - 04/01/2027r. 13979995 - manufacturing date - 04/01/2024 - expiry date - 04/01/2027.

Manufacturer narrative:
The customer provided the following suspected/possible lots 13973001 or 13979995, therefore a device history review was performed and no significant anomalies, nonconformances or discrepancies were found that might be related with the condition reported by customer.